Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient presented in clinic with error code 6 seen on the tablet. This error code causes a disablement of therapy. Therapy had been re-enabled, and the patient began coughing with the stimulation, likely indicting that the stimulation has been off for some time. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The generator was noted to be screened for the gc5 reboot no other relevant information has been received to date.

Event description:
An updated investigation on the reset that occurred in the device was performed. No definite root cause was able to be established despite this additional analysis. For the event associated with this complaint file the root cause cannot be confirmed due to insufficient data. Some of the possible events in the pi would be considered random chance events that are unlikely to reoccur for a particular device while some (such as a microcontroller issue) could potentially lead to additional reboots for a particular device. At the time of investigation closure, of 24 devices considered within scope 3 were known to have had more than one occurrence of the unexpected reset. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected event description, supplemental #1 report: inadvertently left out details on further analysis.

Event description:
Further analysis confirmed that the gc5 reset is not the cause of device issue. This was determined by the fact that during manufacturing, the generator had been successfully screened for the gc5 reset error.